Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatched to emergency medical services and were taken to emergency room due to high blood glucose on (B)(6) 2021 with blood glucose level was 500 mg/dl and current blood glucose level was 348 mg/dl. Customer experienced symptoms such as customer lost consciousness and drop in blood pressure. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin drip. Customer was using auto mode feature at the time of high blood glucose event. The insulin pump will not be returned for analysis.